Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels of ¿high¿ on the meter (over 600 mg/dl) with no symptoms. The reporter indicating recovering from recent surgery as well which was also impacting blood glucose levels. The reporter indicated having intermittent issues with elevated blood glucose and indicated that air bubbles were present in the cartridge and tubing. The reporter indicated not paying much attention with filling technique. The reporter indicated that the cartridge was not cycled prior to filling, the cartridge was being drawn back too far during filling, and the reporter was not using slow technique during filling. The reporter stated that air bubbles were seen during filling and they were expelled at the time of filling. This report is made based on the allegation that the reporter experienced hyperglycemia which was contributed to by incorrect cartridge filling technique.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated having recent surgery which may have been impacting blood glucose levels. The reporter also indicated using incorrect cartridge filling technique resulting in air bubbles that the reporter was then attempting to expel. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge retain was tested and evaluated by product analysis on 10/09/2013 with the following findings: fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Testing for cartridge retains passed. The alleged issue could not duplicated.